Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified right coronary artery. A 4.00x16mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the struts at the most proximal end was deformed and pointed upwards. The procedure was completed with another .00x16mm synergy drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified right coronary artery. A 4.00x16mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the struts at the most proximal end was deformed and pointed upwards. The procedure was completed with another 4 x16mm synergy drug-eluting stent. No patient complications were reported and the patient's status was fine. Device evaluated by MFR.: a visual examination of the stent found proximal stent damage with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured using snap gauge and the result was 0.0490", this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis.